Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported issue "some keys will not work" was reproduced. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined during visual inspection to be an inoperable power (on/off) button. The keypad requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had some keys which did not work. This occurred during an unspecified process step. There was no patient involvement. No additional information is available.